Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced failed aspiration valves 2 and 3, sample probe and base pump. The cse performed measurements, which passed. The cause of the discordant, false non reactive hcv results on two patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, false non reactive hepatitis c virus (hcv) results were obtained upon repeat testing on two patient samples on an advia centaur xp instrument. The customer provided only one discordant result, which was not reported to the physician(s). The sample was initially tested on the same instrument multiple times, all resulting reactive. Additionally, the customer obtained a reactive result on polymerase chain reaction (pcr) testing. It is unknown if the corrected result was reported to the physicians. There are no known reports of patient intervention or adverse health consequences due to the discordant, false non reactive hcv results.